Event description:
It was reported that the right ventricular (rv) lead dislodged, had no capture and undersensing. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood/body fluid on the outer tubing overlay and the inner tubing was kinked/buckled. The outer tubing overlay was breached cut and outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and blood in/on the helix/lob mechanism (sleeve head) with tip seal observation. The lead was stretched and had apparent explant damage.